Event description:
The implantable neurostimulator battery would not hold its charge. When it was half depleted the pt would lose stimulation sensation. All impedances were normal. Stimulation parameters were within normal limits. The setting prior to explant were not available as the stimulation had been turned down and off after the last programming session. The device was replaced. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. On 12/10/2008 the implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.